Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was no power to the roller pump. The unit was restarted and the cable changed out. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Event description:
Additional information received stated that there was no delay in the procedure.

Manufacturer narrative:
Updated blocks: b5, d4, d10, h3 and h4. Per subsidiary, one of two roller pumps had the issue but they are unsure of which roller pump it was. They have sent back the network interface card (nic) board and two pump cables for evaluation. H3: 81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Corrected block: h4. Updated blocks: h3 and h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed the network interface card (nic) panel and netcon cables to communicate and function as intended throughout the evaluation. There were no power failures observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.